Manufacturer narrative:
This report is for an unknown nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a patient underwent hip surgery procedure to remove femoral neck system (fns). While removing the fns, the 2 titanium locking screws were cold welded into the side plate. The removal was nearly impossible and required multitude removal techniques which finally resulted in cutting the screw head off. The issue really arose when the screw recess stripped. The reason for device removal was that the patient suffered a stress riser fracture due to a fall that occurred on an unknown date. The fracture was just distal to the plate and removal was necessary to put a nail in. There was a surgical delay of 180 minutes. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: femoral neck system plate 2 hole ¿ sterile (part number 04.268.000s, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 2), nail head elements: fns bolt (part number unknown, lot unknown, quantity 1). This report involves 1 unknown nail head elements: fns antirotation. This is report 5 of 5 for (B)(4). This product complaint (pc), (B)(4), is related to (B)(4) captures the removal of the five (5) devices, post op, due to the patient suffering a stress riser fracture due to a fall. The fracture was just distal to the plate and removal was necessary to put a nail. (B)(4) captures the 3 devices for the intraoperative event.